Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt receives stimulation in the established pain pattern, but she is not getting pain relief. The physician instructed the pt to turn off the stimulation. Note: the pt has two leads from the same lot number.